Event description:
It was reported that during a prevision ipg revision (MFR report # 3006630150202001330), high impedances were noted at the right lead. The lead was replaced with a paddle lead. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-70 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during a prevision ipg revision (MFR report # 3006630150202001330), high impedances were noted at the right lead. The lead was replaced with a paddle lead. The patient was doing well postoperatively.